Event description:
In (B)(6) 2020, it was noted from the guardians that the hearing performance got worse and in situ measurements were also showing abnormal results. The user was reimplanted on (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2020, it was noted from the guardians that the hearing performance got worse and in situ measurements were also showing abnormal results. The user was re-implanted.